Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged and was exhibiting high pacing thresholds. This ra lead was then explanted. No additional adverse patient effects were reported.